Event description:
The complainant reported that a polaris ultra ureteral stent had been placed (date of placement unk) in a pt. At the time the stent was removed from the pt the physician felt resistance. Pon removal, the stent was found to be "severely calcified". The complainant further reported that the pt has this same stent product exchanged every three months. There were no pt complications as a result of this reported event, and the pt's condition was reported to be "good".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.